Event description:
Complainant advised that their spouse's hearing aid does not work because of the case that is attached to it does not fit. Stated that this electronic case is made of poor quality material, it does not seal properly and continues to open up. This hearing aid fits behind the ear.